Event description:
The articular surface was implanted in 2000. About 1 month later the surgeon noted on x-ray that osteolytic lesions or cysts had formed around the threads and tip of the screw used to affix the plate. The plate itself was not loose, no revision has occurred yet, but the surgeon reports the pt faces a probable revision.